Manufacturer narrative:
S/w version unknown. Retainer ring=black. Case type=ngp. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2023. Unit was received with blank display. Unable to perform self-test, displacement test, active current measurement and sleep current measurement test due to blank display. Unable to download history files and traces due to blank display. Unit was cut open to perform visual inspection and found evidence of moisture damage on the force sensor traces. In addition, it was found that the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. During visual inspection, the electronic stack was damaged and will be replaced. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), stained serial number label, missing display window cover, corroded battery tube, misaligned battery tube. Cosmetic damage was confirmed at battery compartment during analysis. Blank display is confirmed due to misaligned battery tube. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported pump was cracked. Troubleshooting was performed and found that the pump shows a physical damage while opening and closing the battery compartment. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump was returned for analysis.